Manufacturer narrative:
Investigation summary: bd did not receive any samples or photos for investigation. During the inspection, a total of 100 retained samples were reviewed, and no issues were identified. Additionally, 10 retained samples underwent visual inspection with no visible defects found. Functional tests were also performed on 10 retained samples, and all were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: overfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® buffered sodium citrate (9nc) blood collection tube, an unspecified number of tubes were overfilling. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that while using bd vacutainer® buffered sodium citrate (9nc) blood collection tube, an unspecified number of tubes were overfilling. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.